Event description:
Ventilator went into "in-op" and stopped working. Staff replaced with a working vent. Notified biomed of the problem. Biomed checked for alarm codes and noticed a 4020 alarm code. Service manual stated "oxygen motor error". The manufacturer was notified and repaired the vent at the facility the next day. No patient harm.